Event description:
It was reported that patient had "shocking or jolting" sensation when walking through airport security. Stimulation was on when event happened. Patient turned stimulation off since (B)(6) and was turned on the day of this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3093-28 lot# v866630, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the cause of event was unknown. It was noted impedances were checked on (B)(6) 2012, were okay, and it was noted that the device was functioning okay. The patient did not require hospitalization. If additional information is received, a supplemental report will be submitted.